Event description:
It was reported the patient received the following results within 15 minutes: 100 mg/dl (system 1) and 448 mg/dl (system 2). The patient experienced hyperglycemia symptoms like nausea, vomiting and thirst.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.